Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of an acute dissection. It was reported during the index procedure that following the stent graft implant that the patient went into cardiac arrest and the patient performed compressions but the patient expired. The physician reported that the death was not attributed to the stent graft. It was noted that there no sales rep present at the case due its urgency. As per the physician the cause of the event was due to acute dissection and rupture of the descending aorta. No additional clinical sequalae was provided and the patient has expired.